Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During clinic follow up, post paced t-wave oversensing was observed on the device. The device was re-programmed to resolve the issue and the patient was stale with no adverse consequences.